Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. An inspection revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. An additional two loose and two unopened packages were received for this evaluation, the inspection did not reveal any signs of manufacturing defects with the needles.

Event description:
It was reported that a patient underwent an aortic valve aneurysm repair procedure on (B)(6) 2012 and suture was used. During the procedure, during closure of the breast bone, the needle broke at the tip and remained at the patient's breast bone. The surgeon decided it would be difficult to remove the broken needle, so he closed the incision without removing the needle piece. The patient is hospitalized in ICU, and is in stable condition.